Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9176388. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-25. Medical device lot #: 9247408. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 9176388, 9247408. It was reported that needle clogged during injection. Consumer reported needle clog during injection, stated that the needle appears to work during priming. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 9176388, 9247408 it was reported that needle clogged during injection. Consumer reported needle clog during injection, stated that the needle appears to work during priming. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: customer returned (5) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needle clogged during the injection. All returned pen needles were examined and 2 out of 5 samples exhibited a broken non patient end of the cannula. All 3 remaining pen needles exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 9176388, 9247408. It was reported that needle clogged during injection. Consumer reported needle clog during injection, stated that the needle appears to work during priming. Consumer does not re-use.